Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The study reported that during surgery the battery and lead connection was checked and contact 14 had no connection. The impedance was not within range. It was unknown if there was any impact to the patient. No actions were taken and the issue was unresolved with no further action planned.